Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The field service engineer (fse) replaced the gas delivery system and the issue was resolved. The device passed performance verification testing. The unit was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that while the manufacturer's field service engineer (fse) was performing preventative maintenance, the device failed air flow/air delivery accuracy testing. There was no patient involvement.